Event description:
Healthcare professional reported deflation. Later, healthcare professional confirmed no deflation and there is no complaint against the device. Much later healthcare professional confirmed deflation. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation : observed crease assessed as fold flaw opening. As per the investigation procedure wear abrasion crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported deflation. Later, healthcare professional confirmed no deflation and there is no complaint against the device. Much later healthcare professional confirmed deflation. Device has been explanted. This relates to the right side.